Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had a fall in (B)(6) 2017 which may have contributed to the decision to replace the ins. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the problem patient had with the first stimulator was that it was on the back and it was very hard to find it. Patient's husband tried too but it was very difficult. A lot of times it caused them a lot of anxiety. It used to take them all day, at least 8-9 hours to charge and it would only last for maybe two, three days, if they were lucky. Patient couldn't wait for 9 hours. So they replaced the piece in patient's back, the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided the weight information and added that they were not happy with the charging and have to charge it twice a week therefore, the devices will be explanted sometime in the middle of january by their hcp. Patient did not know the exact date of the planned explant. Patient did not know the cause of the issues. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who reported that there was no known cause of why the ins was not holding a charge/charging too often. The patient's battery was replaced with intellis on (B)(6)2018. Manufacturer represenative met with the patient for a post-op and ins not holding a charge and/or charging too often has been resolved. The information was confirmed with a physician. No further complication reported and/or anticipated at this time.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported poor coupling. The patient reported that she couldn't get her recharger to recharge. The patient reported that she saw a different screen, but it went to a normal screen right away on the call. The patient reported that her recharger showed it was recharging, the ins battery was flashing at ¼ to 1/5 charge, but she had zero coupling. The patient reported that she charged 2-4 times a week, about every 2-3 days. The patient reported that the last time she charged was on tuesday and everything seemed to be fine and she had 6-8 coupling bars. The patient reported that her husband could get good coupling, but she couldn't. Antenna placement was reviews and suggested moving half an inch below the incision. The patient moved the antenna and got 6 coupling bars. Additional information was received from the patient on (B)(6) 2017. The patient reported that she was told she would charge once a week. The patient reported that she was charging every 2-3 days or everyday for 2 hours and it was getting ridiculous. The patient reported that the implant didn't work in one spot and she got a shot. Additional information was received from the patient on (B)(6) 2017. The patient reported that the circumstances that led to the ins taking long to recharge and the therapy not working for one spot was a change in device programming. The patient reported that their healthcare provider (hcp) administered an injection to the lumbar region and it was done under anesthesia as a step that was taken to resolve the therapy not covering one spot. The patient reported that the injection helped considerably. Additional information was received from the patient on (B)(6) 2017. The patient reported that her ins wasn't holding a charge, depleting rapidly (had to charge 2 times per week) and she had to charge for ¿6-8 hours¿ each time. The patient reported that she was trying to charge now, but she couldn't find the implant and none of the coupling squares were filled in. The patient reported that her husband usually helped her to find the implant to charge, but he wouldn't be home for another hour. The patient reported that she was going to follow up with her local manufacturer¿s representative (rep) to address this. Additional information was received from the patient on 2017-08-04. The patient reported that she met with a rep and she adjusted but the patient was living with it as steps taken to resolve the ins not holding a charge, depleting rapidly, coupling difficulty and long recharge time. The patient reported that the issue wasn't resolved and she was experiencing depleting rapidly and long recharge time. Additional information was received from the patient on 2017-12-07. The patient reported that since (B)(6) 2017 recharging had been getting more difficult. The patient reported that if she stands up she can get 8 coupling boxes but the minute she sits down she loses all coupling boxes. The patient reported that her coupling trouble seemed to be getting worse. Additional information was received from the patient on (B)(6) 2017. The patient reported that she received her replacement antenna this morning and she had 8 bars shaded for a while and then it changed and now she didn't have any shaded. It was noted that the patient could only use one of her hands/arms due to injury and she didn't have another person with her to help. The patient attempted to adjust the antenna, however with the use of only one hand, said she wasn't able to get it to move anymore. The patient was unable to reposition the antenna with one hand. The patient reported that she had an appointment next wednesday. Additional information was received from a rep on 2017-12-14. The rep reported that the patient indicated that the ins wasn't holding a charge. The rep reported when he interrogated the patient¿s device this morning with his clinician programmer, it indicated discharge screen and had to exit his clinician programmer. The rep reported that he was able to get 8 coupling bars with the patient¿s recharger and ins was at discharge. The rep reported that the patient charged yesterday up to 50% and this morning the device was dead. The rep reported that the patient indicated she had never been in an overdischarge state in the past. The rep reported that the patient didn't have a spare recharger at home. Recharge statistics were obtained and reviewed and it appeared the ins might have been in overdischarge in the past. It was reviewed that if (B)(6) date was yesterday, the patient¿s ins was at 3.590v and did charge up 3.730v. The rep reported that he would need to send the pa tient home to finish charging and meet up at a later date. Additional information was received from the patient on 2017-12-21. The patient reported poor coupling. The patient reported that she gets full coupling when standing, however when she sits down she gets poor coupling. The antenna was repositioned over the ins and the antenna dial was turned. After turning the antenna dial once, the patient reported getting 6-8 coupling bars. The patient also reported that she was scheduled for ins replacement on (B)(6) 2018. The patient reported that she¿s had several problems with implant before and it was decided to replace the ins. The patient called back in to follow up on the previous call. The patient reported that she was able to get 8 bars during the previous call but after the call she was back down to 0. The patient called back to ask how to turn stimulation back on. The patient reported that her ¿pain had returned because she had run out of battery.¿ the patient started a charge session and it was reviewed that the battery was too low to turn stimulation back on. The patient also reported that the green ¿start charge¿ button on the recharger didn't work. During the call the button was functioning properly. The patient reported that since implant the ins had been hard for her to reach because it was in her back. No further complications were reported.